Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was hospitalized with a blood glucose (bg) of over 600 mg/dl with ketones. Bg was addressed with insulin drip and customer was released from the hospital approximately 3 days later. The cause of bg was unknown.